Event description:
The following information was provided: it was reported via phone; I had a left hip implant about 14 years ago it was the stryker rejuvenate hip implant and the end of january this year it spontaneously dislocated and I had to have revision surgery to replace it with stryker implants. Please give me a call at your earliest convenience to see what can be done to take care of the costs on this.